Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion at 81.0 cm to 82.1 cm from the connector pin. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.